Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-10475. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called in stated that the patient has been rewarming since yesterday and should have already met targeted temperature (tt) but was dropping instead in an arctic sun device. Patient temperature (pt) was 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 31.2c, water flow rate (wfr) was 2.7 l/m rewarm rate 0.25c/hr. Bedside nurse acknowledged device has been alerting. Event log shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 31.1c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 8505 and pump hours were 8136. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Advised would call back in 30 minutes to check in on water temperature (wt). At 12:08pm est, device began alerting wr empty. Tried draining pads and restarting therapy as only 16 ounces of water was removed from the device so it should not be registering as empty. Alarm kept occurring. Advised to swap out to alternate device and send this one to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called in stated that the patient has been rewarming since yesterday and should have already met targeted temperature (tt) but was dropping instead in an arctic sun device. Patient temperature (pt) was 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 31.2c, water flow rate (wfr) was 2.7 l/m rewarm rate 0.25c/hr. Bedside nurse acknowledged device has been alerting. Event log shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 31.1c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 8505 and pump hours were 8136. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Restarted therapy. Advised would call back in 30 minutes to check in on water temperature (wt). At 12:08pm est, device began alerting wr empty. Tried draining pads and restarting therapy as only 16 ounces of water was removed from the device so it should not be registering as empty. Alarm kept occurring. Advised to swap out to alternate device and send this one to biomed for evaluation.